Event description:
It was reported to philips that the device experienced a therapy delivery error during an operational check. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a therapy delivery error during an operational check. The bench received the device on 18jan2022. The manufacturer's authorized service personnel (asp) confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.